Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that interrogation of the pulse generator resulted in the message -data not read- for battery data. The patient would be scheduled for device replacement due to the device had reached elective replacement indicator.